Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds controller were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure. According to the complainant, during the procedure, three dots appeared on the screen. Reportedly, the image was lost as soon as it was passed up the duct. The controller was rebooted; however, after a few seconds the reported issue continued. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.